Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During analysis of the sample was found rupture and received in two parts. Microscopic examination of the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/11/2020, it was erroneously omitted to add capsular contracture coding. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/15/2020. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant and developed capsular contracture. During visual inspection of the device was found ruptured and received in two parts. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/20/2020. Patient also experienced bilateral capsular contracture baker grade unknown post procedure. As a result patient underwent bilateral removal and replacement 650cc mentor memorygel breast implants on (B)(6) 2019. Reason for device explant and/or reoperation: rupture and capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast reconstruction surgery with two 525cc mentor smooth moderate plus profile memorygel breast implants experienced bilateral silent rupture post procedure. The bilateral rupture was confirmed by a physician. Patient also noticed a change in implants and experienced discomfort. As a result patient had an explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-19621 for contralateral prosthesis report.